Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the reporter, on (B)(6) 2025, at 02:12 am, the patient was brought to the hospital due to hyperglycemia. No specific symptoms were reported but when a fingerstick was taken the cgm reading was 16.3 mmol/l, and the blood glucose reading was 45.9 mmol/l. When ketones were tested these were 1.4 mmol/l. The patient was treated with intravenous insulin, saline, and fluids. The patient was discharged the same day at 11:39 am. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B6: relevant tests/laboratory data - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.